Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck with black screen. A field service engineer (fse) arrived at the station and found that the unit would not power up. By process of elimination, unplugging the drawers identified the issue in drawer 1.2 of auxiliary cabinet b. The drawer controller was replaced, and a complete hardware test and application tests were run. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was on a black screen. The customer tried switching off the power outlet, but there was still no response. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.